Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, customer has been experiencing high blood glucose treats with device and it comes down but then it comes right back up. Customer was taken to the hospital and customer's mother was informed it might be a device issue. Customer's mother reported the device had physical damage; the screen is cracked in the corners and the side sticker had fallen off. Due to damage the device customer's mother was advised the device need to be replaced. She agreed for a same day swap and the device is being returned for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.